Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus europa se & co. Kg (oekg). Oekg inspected the subject device and found cracks at the white ring, damage in the adhesive at the end of bending rubber, air leak at the distal end, heavy scratches and wrinkles in the insertion tube, and so on. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, according to the subject device condition, the phenomenon was attributed to the accidental failure of the device handling.

Manufacturer narrative:
The device is currently being evaluated at the service department of (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of (B)(4) and found that white ring on distal end cover was cracked. There was no report of patient injury associated with this event.